Event description:
The complainant reported that during a procedure, the manifold cracked when a syringe was attached. There was no harm or injury to the patient.

Manufacturer narrative:
A follow-up report will be submitted when the device evaluation has been completed.